Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections in the 5v circuit were evaluated and reseated. The voltage on generator board was adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.